Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - stratafix¿ active ingredient(s)-triclosan dosage form - suture/solid/parenteral strength - = 2360 ¿g/m.

Event description:
It was reported that a patient underwent a orthopedic surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the fixation tab was broken. There were no patient consequences reported. Additional information was requested.